Event description:
Boston scientific received information that right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 125 ohms as the result of an alert triggered by the remote patient monitoring system. Upon review it was noted that shock impedance measurements were high but within normal limits and stable in the preceding year. No testing was performed in clinic and the physician opted to follow the patient remotely with increased frequency. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.